Event description:
It was reported, at the end of the diagnostic colonoscopy procedure, there was no power and the video system center would not power on. The procedure was prolonged for 30 minutes while the patient was under anesthesia. The procedure was completed with the same device and no other devices were replaced. The issue did not impact the patient or the outcome of the procedure and no medical intervention was required as a result of the reported problem. There was no delay in the start of the procedure and the unit was inspected prior to use.